Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right essure coils seen perforating through the fundus of the uterus/about 50 percent of the coil was seen out of the uterus/small portion of the left coil also appeared to be perforating the left fallopian tube.') And fallopian tube perforation ('perforating the left fallopian tube') in an adult female patient who had essure inserted. The patient's medical history included hyperplasia, adenomyosis, paratubal cyst, pelvic pain female and pelvic adhesions. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy,removal of bilateral essure coil). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.